Manufacturer narrative:
During an additional follow-up on 7/27/2017, the customer confirmed loading a new cartridge with 450 units of insulin, and received an accurate fill estimate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 450 units of insulin, and after delivering approximately 10 units of insulin, the insulin gauge updated to 170 units and remained static. Tandem technical support reviewed the pump data logs and confirmed the reported event. During troubleshooting with tandem technical support, the customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose level was 227 mg/dl.